Event description:
It was reported by service report that the inner and outer siderail panels were broken leaving an exposed sharp edge. No adverse consequences have been reported.

Manufacturer narrative:
Results: other, damaged siderail panel.